Manufacturer narrative:
Device monitored without the test energizer battery inside the battery compartment and reinserted it back into the battery compartment for less than 10 minutes and no unexpected pump error 23 alarm noted. Device passed sleep current measurement, active current measurement, self test and displacement test. The power management tool confirmed the unloaded voltage and loaded voltage was within specification range. No power loss alarm noted during testing or in the device trace download.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose level. The customer¿s blood glucose level was 430 mg/dl at time of incident. Customer stated that they will treat their high blood glucose with injection and will do correction bolus. Customer also reported that the insulin pump had pump error alarm. Customer reported that they were able to clear the alarm and was able to rewind the insulin pump. The customer was advised that the insulin pump needed to be replaced and was advised to disconnect the insulin pump and was recommended to refer the backup plan. The insulin pump will be returned for analysis.